Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3799, scs ipg, therapy date: unknown.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-08492. Follow-up revealed the patient's lead had migrated following the fall the patient experienced. The physician assumed the ipg communication issue was possibly due to a functionality issue between the patient's ipg and lead. In turn, the physician decided to explant and replace the patient's lead too.